Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). The customer alleged that an unspecified pump issue resulted in dka. Reportedly, cause of hospitalization was also attributed to a kidney infection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.